Event description:
The complainant reported a purge system failure alarm. The automated impella controller (aic) was exchanged. No further alarms or issues were noted. There was no patient harm resulting from the failure.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. H3 has been updated to device eval completed.